Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the "load" option is greyed out and unable to be selected. The customer reset the pump; however, the issue recurred. Customer's blood glucose was 210 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.